Event description:
As reported, during a peripheral interventional procedure/percutaneous transluminal angioplasty (pta), two (2) each 90 cm. Saber 2.5 mm. X 20 cm. Balloon catheters burst. There was no hole noted in the balloon but a long tear alongside the balloon was noted. There was no reported patient injury. A femoral approach was used for the procedure. The products were prepared as usual. The products will both be returned for inspection. Additional information received indicated that the approach was femoral. The procedure was a lower extremity intervention. Both devices were prepped as per usual. Both balloons burst during inflation and no hole in the balloon was noted but a long tear alongside the balloon occurred. No additional information is available. Both products were received for inspection and luer hub cracks were noted in both devices.

Manufacturer narrative:
During a peripheral interventional procedure/percutaneous transluminal angioplasty (pta), two (2) each 90 cm. Saber 2.5 mm. X 20 cm. Balloon catheters (bc) burst. There was no hole noted in the balloon but a long tear alongside the balloon was noted. There was no reported patient injury. A femoral approach was used for the procedure. The products were prepared as usual. Additional information received indicated that the approach was femoral. The procedure was a lower extremity intervention. Both devices were prepped as per usual. Both balloons burst during inflation and no hole in the balloon was noted but a long tear alongside the balloon occurred. No additional information is available. (B)(4) one non-sterile saber 2.5mm x 20cm bc was returned. Per visual analysis no ruptures or other anomalies were noted on the balloon. Dried saline solution residuals were noted on the inside. A crack was noted on the hub. Functional analysis was attempted; however, it was not possible due to the cracked hub. Per sem analysis the crack passed through the full thickness of the hub. Transversal view of the fractured section of the hub revealed a pattern of plastic deformation commonly found on tensile fractured surfaces. No other anomalies were found during sem analysis. A device history record (DHR) review of lot 17297380 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4) a non-sterile unit of saber 2.5mm x 20cm 90cm bc was returned. Per visual analysis the balloon had been inflated and deflated. A kink condition was noted at 56.5 cm from the distal tip. Per functional analysis a 0.018¿ guide wire (lab sample) was advanced through the device and flushing of the device was performed. A leakage was noted on the inflation hub and the balloon could not be inflated. Per microscopic analysis a cracked condition was noted on the inflation hub. Per sem analysis the crack passed through the full thickness of the hub. Transversal view of the fractured section of the hub showed a pattern that shows a plastic deformation commonly found on tensile fractured surfaces. No other anomalies were found during the sem analysis. The complaint reported by the customer ¿balloon/ burst¿ was not confirmed since balloon could not be inflated due to leakage observed on inflation hub. A device history record (DHR) review of lot 17006631 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was not confirmed through analysis of the returned device. However the luer hub was found to be cracked which may give the impression of a balloon burst as the balloon would not be able to inflate as expected. The exact cause of the event could not be determined during analysis. Based on the information available for review, handling factors may have contributed to the crack as evidenced by a plastic deformation noted on the fractured surface during analysis indicative of the application of excessive force. According to the instructions for use ¿proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. A risk assessment has been opened to further investigate this issue. The complaint was submitted in our previous complaint handling system complaint #(B)(4). This is one of two products used during the same procedure. Please reference MFR. #6916099-2016-00586 and #9616099-2016-00587.